Event description:
Information received indicates the bed has no functions.

Manufacturer narrative:
The technician found fluid on the power control board. The technician replaced the power control board to repair the bed.